Event description:
It was reported that the patient used a meal announcement as a corrective action for persistently elevated blood glucose rather than for carbohydrate intake, and customer care provided troubleshooting and education on appropriate use and risks of maladaptive behaviors. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included a user interview and review of device use behavior. Investigation of this case revealed user error related to therapy management rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.